Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. The reload was able to load and unload without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the loading unit on firing became stuck. No staple line was fired with that device as it refused to perform a firing action. The knife displaced and could not be completed or used further. They had to open another device to complete the surgery. No patient adverse events were reported. Current patient status is alive with no injury.